Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 54 alarm occurred during testing. A review of the pump history file shows there were three (3) there was a pump error 54 (line number 480 file number 659) alarms (1 time on (B)(6) 2024 and 2 times on (B)(6) 2024 due to software errors. The pump was cut open for visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A test sc1 cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case. Pump error 54 alarms are confirmed due to a software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the hal software error detected (pump error 54) alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1886. The customer will discontinue using the device, and the customer response was that the device will be returned.